Manufacturer narrative:
Note: product reference 4430425 is not cleared in USA, but it is similar to the product reference 5430425 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: the explanted catheter was returned for analysis. The access port and the connection ring was discarded. Evaluation of the returned catheter: the returned catheter is dimensionally compliant with our specifications. No manufacturing defect detected on this catheter. Conclusion: without the complete device for evaluation, no conclusion can be drawn concerning the cause of the catheter disconnection. Catheter migration is a known risk of access port implantation. No corrective action is envisaged as this type of incident is rare.

Event description:
Disconnection of the catheter. Chemotherapy extravasation. Catheter migration into pulmonary vessel.

Manufacturer narrative:
Investigation: the returned catheter is compliant with our specifications; the batch history file does not present any abnormality; the pull test at the access port-catheter junction - results conform to the requirements of nf iso 10555-6 standard. The disconnection forces of the catheter are 4 times superior to the requirement; the examination of the x-ray picture taken on (B)(6) 2016, shows that the catheter seems to be already disconnected/not correctly connected, one month after the implantation. This confirms the hypothesis that the catheter disconnection observed 3 months after device implantation was probably due to incorrect connection of the catheter to the port by user. The IFU's specify how to correctly connect the catheter to the port. No increasing trend for this type of incident has been noted. No corrective action is envisaged.